Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing, had increased short interval counts (sic) and showed noise. The lead also had abrupt and increased impedance with a suspected fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).